Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose after meals and inquired about changing device settings; the user typically announces meals at the start of eating or slightly after, and was provided user guide education on meal announcing and advised to discuss management with their endocrinologist. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of user-reported history and provision of user education. Investigation of this case revealed user timing of meal announcements relative to eating as a possible contributor, with no device malfunction identified. It was concluded that the event was consistent with hypoglycemia and hyperglycemia of unclear cause, with user education provided and no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.